Event description:
It was reported that during a stapled hemorrhoidectomy procedure, after the surgeon had fired the stapler, she inspected the donut. The donut wasn't complete. Upon checking the staple line on the patient, she found that the staple line wasn't complete around the 1 o'clock position. She put a few stitches around that 1 o'clock region which didn't have part of the staple line missing. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The final quality release criteria were met before the batches were released for distribution.